Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical femur (g04). Visual evaluation of returned devices found that the femur's blasted surface exhibited staining and the color-buffed surface exhibited minor scratches and staining with nicks and dings along the edge. The articular surface was not returned. Radiographic review identified extensive radiolucency reflecting osteolysis around the femoral implant, which appeared to be loose. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic femoral loosening and suspected polyethylene failure approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona ultracongruent articular surface left 10mm catalog #: 42511200510 lot #: 63603266, persona stemmed cemented tibial component left size f catalog #: 42532007501 lot #: 63749526, persona cemented all poly patella catalog #: 42540000035 lot #: 63873119. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.